Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer (fse) reviewed the issue and found a leak in the drainage needle of station 1. The tube was sealed, and it was observed that the spring holder of one of the needles was not engaging correctly, so it was replaced. Furthermore, two additional tubes in the washing station have been replaced as they were found in poor condition, with porosities causing leakage in two of the needles. Following the fse intervention, no further issue was observed. The investigation determined the cause is traced to leaky tubes due to porosity and the service actions resolved the issue.

Event description:
There was an allegation of a discrepant low calcium result for a patient sample tested on cobas 8000 c 701 module. The initial result was 5.7 mg/dl and the rerun result was 9.2 mg/dl.